Manufacturer narrative:
Device evaluation by manufacturer: a (B)(4) complaint history review and service history review for lot number h717645 and serial number (B)(4) from (B)(4) 2017 through aware date (B)(4) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The st aia-pack ft3 analyte application manual states the following: evaluation of results quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft3, the highest concentration of free triiodothyronine measurable is approximately 25.0 pg/ml, and the lowest measurable concentration is 0.5 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 25.0 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 25 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Heparin may cause in vivo effects in free t3 assays. Blood collection for free t3 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Specimens from patients under treatment with diclofenac sodium and mefenamic acid may demonstrate falsely elevated results. Patients with anti-t3 antibody may also show falsely elevated results. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most likely cause was due to interference substance with carry-over after running vit d that affected ft3.

Event description:
On (B)(6) 2018, a customer reported lower result with free triiodothyronine (ft3) of 1.83 pg/ml (the reference range is 2.0 - 4.9 pg/ml), after being run with vitamin d on the aia-900 instrument. Customer stated previous sample result was 2.61pg/ml. The customer indicated that on the same day, vitamin d was run with other samples between the first and second patient samples with ft3 on the instrument. Customer reported that after a daily check was performed on the aia-900, re-ran the patient sample with ft3 and the result was 2.68pg / ml, back to within the reference range. There is no indication of any patient intervention or adverse health consequences due to this event.

Event description:
N/a.

Manufacturer narrative:
The customer's engineer followed-up at their end customer's facility. The engineer proceeded to wash the diluent and washer tubes of the instrument to decontaminate per the aia-900 operator's manual's in section 11: maintenance, including calibration of the vitamin d and ft3. A precision test was conducted and the results were within acceptable range. The most probable cause was due to contaminated wash and diluent lines. Corrected data: the initial report under serial # and unique identifier (UDI) # was (B)(4). The corrected number is (B)(4). The initial report under device available for evaluation was no. The corrected option is yes. The initial report under approximate age of device stated 2 year(s). The corrected approximate age of device is 6 year(s). The initial report under device manufacture date stated 016-aug-2016. The corrected device manufacture date is 01-oct-2011.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.